Manufacturer narrative:
The event occurred while the operator was removing waste bags from the tigris instrument after running ultrio plus assays ((B)(4)). Although the performance of the assay is not in question, hologic is investigating the occurrence further to determine if there is something the operator did that contributed to the event and/or if the waste bags somehow contributed to the event. Additional information will be provided when available.

Event description:
A (B)(6) operator in (B)(6) was injured on the right hand with a tip during the emptying of a tigris waste (diti bag) bag. The operator disinfected the injury and visited the on-site doctor who gave her a post exposure prophylaxis. The operator, 10 days after the incident, did all the tests required to verify a possible infection; so far, everything resulted negative.